Event description:
It was reported that the monopolar curved scissors instrument would not cut during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis placed the instrument on an is3000 system for a latex cut test and instrument failed. The scissors did not cut cleanly through .006 latex. The blade edges were undamaged. Failure analysis also observed that the tube extension pad printing was removed. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found.